Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Event description:
It was reported that the pump exhibited over infusion during use. The pump was started yesterday and intended to be a 48 hour infusion. After 24 hours the pump was empty, but the settings do not reflect that. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is due to improper user interaction with the product; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.